Manufacturer narrative:
Additional concomitant medical products: as gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: (B)(4). Additional concomitant medical products: patient medications include but are not limited to: ursodiol, atorvastin, hydrazine, hydroxyzine, iron supplement, losartan, aspirin, carvedilol, finasteride, tamsulosin, warfarin. (B)(4).

Event description:
On (B)(6) 2013, this patient underwent endovascular treatment for a dissection of the descending thoracic aorta and was implanted with two conformable gore® tag® thoracic endoprostheses. An unknown cook device was also implanted and positioned as the most distal device. The patient tolerated the procedure. On (B)(6) 2018, the patient underwent an MRI and CT of the head and neck for new onset hoarseness which showed a new large arch aneurysm which appeared to be partially thrombosed. On (B)(6) 2018, an extension of the dissection both proximally and distally was reported. Proximally the dissection had extended to the left common carotid artery (lcca) with the false lumen having extended and covering the lcca. Distally the extension extended down to the infrarenal abdominal aorta. The patient underwent reintervention and a lcca to left subclavian artery (lsa) bypass was performed and an additional conformable gore® tag® thoracic endoprosthesis was implanted proximally with coverage of the lsa and lcca. The patient tolerated the procedure.